Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away due to old age on (B)(6) 2024. Whether the outcome was device or therapy related was not provided by the customer. It was unknown if an autopsy was performed or provided. It was unknown if the pump would be explanted or returned.